Manufacturer narrative:
Eval summary: the customer's reported condition was confirmed.

Event description:
The facility reported via fax a pump with failure code 702:00. This failure code occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hosp rep. No additional contact info is available.